Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported, post (B)(6)2024 revision (related report numbers: 1627487-2024-10846, and 1627487-2024-10847) the patient experienced numbness in both legs and partial paralysis. As a result, surgical intervention was undertaken on (B)(6)2024 wherein the drg system was explanted to address the issue. The status of the patient is undetermined at this time.